Event description:
Related MFR report number: 2017865-2023-45303. Voluntary medwatch form received notes that there was noise noted on the atrial and right ventricular (rv) lead. No changes or intervention was reported. The patient condition was not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5120545, mw5120546.